Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, lot# :unknown, product type: catheter. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown. Device evaluated by MFR: pump analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Catheter analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
The products were returned with no information.